Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that cp1 and cp2 and detector were replaced. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated and found that the reported issue was not a software issue. The cp1 and cp2 and detector have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system booted up in the morning and booted up fine. The site then rebooted the image acquisition system (ias) and mobile view station (mvs) after changing the network information on the mvs to communicate with the navigation system. Upon the system coming up, the middle x-ray generator bar would not initialize fully. They tried to reboot multiple times with no resolve. This occurred outside of a case but caused a five minute delay and the surgeon proceeded with fluoro. The procedure was completed without the use of the imaging or navigation systems. There was no reported impact to patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi40000026r, serial/lot #: (B)(4): s/n panel: (B)(4), ubd: unknown, UDI#: unknown. Product ID: bi40000002, serial/lot #: (B)(4): s/n panel: (B)(4), ubd: unknown, UDI#: unknown. The cp2 was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. When installed in a known good system, the system did not fully boot and the x-ray and detector would not ready. Analysis found that the reported event was related to an electrical issue. The cp1 processor was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. When installed in a known good system, the system did not fully boot, x-ray did not ready, and the system was unable to complete initialization due to cp1 processor malfunction. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.